Event description:
It was reported that following an acute ischemic stroke case, subject catheter would not advance over the guidewire during procedure inside the patient vasculature due to resistance and subject catheter tip fractured. The physician was able to remove debris without issue by pulling entire device (subject catheter) and guidewire to the groin area and through the sheath. No snare device was used during this procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the device was used for an acute ischemic stroke. There were no anomalies noted to the device after removal from the packaging or prior to preparation and the device was prepared as per the dfu. The dispenser hoop was flushed before removing the catheter and there was no resistance encountered removing the catheter from the dispenser hoop. Continuous flush was maintained for the duration of the procedure. Slight resistance was encountered while advancing the guide wire through the tip of the microcatheter. The tip of the microcatheter, standard straight catheter fractured while advancement of catheter over the guidewire during procedure inside the patient vasculature. The fractured catheter was removed by pulling the entire device and wire to the groin area and through the sheath. A snare device was not used during this procedure. The procedure was completed successfully using another wire and catheter. There was no unanticipated delay or prolongation to the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported catheter tip broken/fractured during use and catheter friction.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that following an acute ischemic stroke case, subject catheter would not advance over the guidewire during procedure inside the patient vasculature due to resistance and subject catheter tip fractured. The physician was able to remove debris without issue by pulling entire device (subject catheter) and guidewire to the groin area and through the sheath. No snare device was used during this procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.